Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience xpedition coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3x48mm xience xpedition rx stent delivery system (sds) stylet/protective sheath was removed without resistance. The sds was prepped before stylet/sheath removal. The sds was advanced toward the target lesion, the system was inflated but the stent could not be seen. A quick search was performed and the stent was found inside the protective sheath and stylet on the drape. A same size xience xpedition sds was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.